Event description:
It was reported that pump sometimes displayed incorrect insulin units. No information was provided about any impact to the customer¿s blood glucose level. Patient had to remove and reinsert cartridge, sometimes multiple times, until pump showed correct insulin units, and declined further follow up, so no additional troubleshooting or corrective action from technical support was documented.